Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support it was reported that placement signal (ps) was present until they began closing the incision. After the medical doctor reused the bovie to assist his incision the placement signal not reliable (psnr) appeared, the ps values were still present. This was intermittent until the patient arrived to the unit. The psnr remains persistent and waveforms now erratic. Patient stable with proper flows at the corresponding p-levels and motor current stable. The patient is stable and remains on support. There was no reported patient harm.

Event description:
It was reported that the placement signal demonstrated alarms on (B)(6) 2026. The device reads a -24/-56 in the placement waveform; device is at p4 with mean flows of 4.0 l. Provider did a bedside echo and confirmed appropriate position. Patient is receiving systemic heparin.

Manufacturer narrative:
B5 updated with additional information.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: the cause of the placement signal issue was not determined since product and data were not returned for review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The initial reported stated the device will not be returned for evaluation.